Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: not applicable (n/a). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that a white piece of foreign material came out from under a pcb00 intraocular lens (iol) in the right eye during the irrigation/ aspiration (ia) phase of implantation. There was a delay in surgery noted, but no patient injury. Furthermore there was no surgical intervention required and the patient was reported to be okay at the time of discharge. The foreign material is not available for investigation. No additional information provided.